Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report air embolism, leak and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2022, one clip was successfully deployed, reducing mr to 1. On (B)(6) 2022, the patient woke up and had a difficult time moving their left side dyskinesia. A computed tomography (CT) scan confirmed negative for ischemic or hemoragic stroke. The initial clip remains stable on both leaflets. The physician stated that air possibly got in the patient during the procedure. The next day on (B)(6) 2022, patient was moving the left side much better. The patient will remain hospitalized. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the speculated leak could not be determined. The reported air embolism appears to be due to the leak. The reported dyskinesia appears to be related to the air embolism. The reported patient effect of embolism as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a